Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable and wall adapter no longer charge the pump. Reportedly, the customer was able to charge the pump using a new usb cable and wall adapter. Customer's blood glucose level was 147 mg/dl.